Event description:
The customer contacted stryker to report that their device experienced multiple unexpected losses of power, during use of the device on a simulation box. Additionally their device had logged an event code into its memory, showed an illuminated service led, and the customer experienced a lengthy defibrillation charging time. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker customer quality engineer reviewed device electronic records and was no able to verify the reported issue. The customer declined the repair, so the device was returned to the customer unrepaired. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device experienced multiple unexpected losses of power, during use of the device on a simulation box. Additionally their device had logged an event code into its memory, showed an illuminated service led, and the customer experienced a lengthy defibrillation charging time. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.